Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient called in and repeated that the ins was not working. The patient mentioned that they had a fall and since then the therapy has not been working as expected. The patient mentioned that they already went through all programs and increased amplitude as high as it could go. The patient met with their managing health care provider (hcp) yesterday (B)(6) 2026, and the hcp thought the implanted wires might be disconnected. The patient was supposed to get an x-ray yesterday but they didn't have time for it.